Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain, menstrual disorder ("menstruation issues ") and infection. The patient was treated with surgery (total laparoscopic liysterectomy and cystoscopy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') in a 33-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, absence of menstruation and penicillin allergy. Previously administered products included for an unreported indication: ferrous sulfate and norethindrone. Concurrent conditions included uterine fibroids, vaginal discharge, cyst, vaginal itching, colposcopy, vulvovaginal inflammation, vulval candida, vaginal candidiasis, menstruation abnormal, dysmenorrhea, back pain, perineal pain, intermenstrual bleeding and menometrorrhagia. Concomitant products included ibuprofen, nsaids since october 2009 and paracetamol (acetaminophen) since october 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain") and migraine ("migraines / headaches"), 16 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced vaginal infection ("infection/infection (other): vaginal"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems conditions: depression") and anxiety ("psychological or psychiatric problems conditions: mental anguish"). The patient was treated with surgery (total laproscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Lot number: 623220 manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/device dislocation/migration: yes') in a 33-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, absence of menstruation and penicillin allergy. Previously administered products included for an unreported indication: ferrous sulfate and norethindrone. Concurrent conditions included uterine fibroids, vaginal discharge, cyst, vaginal itching, colposcopy, vulvovaginal inflammation, vulval candida, vaginal candidiasis, menstruation abnormal, dysmenorrhea, back pain, perineal pain, intermenstrual bleeding and menometrorrhagia. Concomitant products included ibuprofen, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/pelvic pain") and migraine ("migraines / headaches"), 16 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/bleeding: menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2016, the patient experienced vaginal infection ("infection/infection (other): vaginal/bladder/urinary problems: vaginal infection"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems conditions: depression/psych injury"), anxiety ("psychological or psychiatric problems conditions: mental anguish/psych injury"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and vulvovaginal candidiasis ("candida vaginosis"). The patient was treated with surgery (total laproscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstrual disorder, depression, anxiety, migraine and vulvovaginal candidiasis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), migration, vaginal infection, candida vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Lot number: 623220 manufacture date: 2009-03, expiration date: 2012-03 . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received.. Event outcome were updated to recovered: abnormal bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/device dislocation/migration: yes') in a 33-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, absence of menstruation and penicillin allergy. Previously administered products included for an unreported indication: ferrous sulfate and norethindrone. Concurrent conditions included uterine fibroids, vaginal discharge, cyst, vaginal itching, colposcopy, vulvovaginal inflammation, vulval candida, vaginal candidiasis, menstruation abnormal, dysmenorrhea, back pain, perineal pain, intermenstrual bleeding and menometrorrhagia. Concomitant products included ibuprofen, nsaids since october 2009 and paracetamol (acetaminophen) since october 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/pelvic pain") and migraine ("migraines / headaches"), 16 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/bleeding: menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2016, the patient experienced vaginal infection ("infection/infection (other): vaginal/bladder/urinary problems: vaginal infection"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems conditions: depression/psych injury"), anxiety ("psychological or psychiatric problems conditions: mental anguish/psych injury"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and vulvovaginal candidiasis ("candida vaginosis"). The patient was treated with surgery (total laproscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, depression, anxiety, migraine and vulvovaginal candidiasis outcome was unknown and the pelvic pain, menorrhagia, vaginal infection, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), migration, vaginal infection, candida vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Lot number: 623220 manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: candida vaginosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') in a 33-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, absence of menstruation and penicillin allergy. Previously administered products included for an unreported indication: ferrous sulfate and norethindrone. Concurrent conditions included uterine fibroids, vaginal discharge, cyst, vaginal itching, colposcopy, vulvovaginal inflammation, vulval candida, vaginal candidiasis, menstruation abnormal, dysmenorrhea, back pain, perineal pain, intermenstrual bleeding and menometrorrhagia. Concomitant products included ibuprofen, nsaids since october 2009 and paracetamol (acetaminophen) since october 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain") and migraine ("migraines / headaches"), 16 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced vaginal infection ("infection/infection (other): vaginal"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems conditions: depression") and anxiety ("psychological or psychiatric problems conditions: mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received. Lot number added. Events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines / headaches, expulsion of essure device. New reporter information, patient demographic details, medical history and product information were added. Event verbatim was updated as infection/infection (other): vaginal and pt was updated to vaginal infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/device dislocation/migration: yes') in a 33-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, absence of menstruation and penicillin allergy. Previously administered products included for an unreported indication: ferrous sulfate and norethindrone. Concurrent conditions included uterine fibroids, vaginal discharge, cyst, vaginal itching, colposcopy, vulvovaginal inflammation, vulval candida, vaginal candidiasis, menstruation abnormal, dysmenorrhea, back pain, perineal pain, intermenstrual bleeding and menometrorrhagia. Concomitant products included ibuprofen, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/pelvic pain") and migraine ("migraines / headaches"), 16 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/bleeding: menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2016, the patient experienced vaginal infection ("infection/infection (other): vaginal/bladder/urinary problems: vaginal infection"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems conditions: depression/psych injury"), anxiety ("psychological or psychiatric problems conditions: mental anguish/psych injury"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (total laproscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown and the pelvic pain, menorrhagia, vaginal infection, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), migration, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Lot number: 623220, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events per pfs: abdominal pain, dysmenorrhea (cramping) were added, outcome of pelvic pain, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') in a 33-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, absence of menstruation and penicillin allergy. Previously administered products included for an unreported indication: ferrous sulfate and norethindrone. Concurrent conditions included uterine fibroids, vaginal discharge, cyst, vaginal itching, colposcopy, vulvovaginal inflammation, vulval candida, vaginal candidiasis, menstruation abnormal, dysmenorrhea, back pain, perineal pain, intermenstrual bleeding and menometrorrhagia. Concomitant products included ibuprofen, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain") and migraine ("migraines / headaches"), 16 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced vaginal infection ("infection/infection (other): vaginal"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems conditions: depression") and anxiety ("psychological or psychiatric problems conditions: mental anguish"). The patient was treated with surgery (total laproscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2019: quality safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.